Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on 11oct2018 which stated "the physician had a blockage (a week prior to discovering the broken brush) for a video colonoscope with unknown model and serial numbers. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported, but a second blockage procedure was reported in which a broken brush was identified. No additional information is available at this time. If additional information is provided later, this decision tree will be reassessed based on the new information. Additional information has been requested. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.